Event description:
On (B)(6) 2025 the user reported elevated blood glucose (bg) readings after performing a supply change that morning. The user¿s bg was 180 mg/dl at noon following a doctor¿s visit where they intentionally raised their glucose from 74 mg/dl to complete an exercise. The user consumed half a soda, and bg continued to rise throughout the day, reaching 400 mg/dl. The agent recommended the user perform a full supply change and verify cannula placement. The user declined a follow-up call, stating they would monitor and call back if needed. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.